Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the is-1 terminal connector only was returned. The lead was severed 3.4 centimeters from the terminal pin. There were setscrew marks noted on the terminal pin and ring. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones several times each day. Upon interrogation, the high voltage electrograms had a varying appearance and a warning was displayed for high voltage impedance measurements of greater than 125 ohms. Technical services advised that further testing be done to determine the cause of the out of range impedance measurements. Subsequently, the lead was explanted and returned for analysis.